Manufacturer narrative:
(B)(4) is being used to capture the additional intervention performed. It was noted the lead was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and was subsequently explanted and replaced. No additional adverse patient effects were reported.